Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample device was returned on 3/23/2020. Investigation is ongoing. A follow-up report will be provided when it is completed.

Event description:
Physician attempting to open to biopince and recocking on his second pass, the handle just snapped unexpectedly. The fracture occurs on the white sliding component that has a bend integrated for flexing when the device handle is open and closed. The physician described excessive bleeding after capturing a sample with the device.